Event description:
It was reported that the picture went completely black, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer cancelled the service call.